Manufacturer narrative:
References the main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain via a manufacturer¿s representative (rep). The rep reported that there was a loss of coverage because the lead had migrated. The rep reported that an x-ray was done to confirm the migration. The rep reported that reprogramming was done and a revision was scheduled. The rep reported that the lead that was pulled out and non-functional was removed and replaced with a new lead to recapture coverage for rsd on the patient¿s right side. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.